Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Product requested, not yet received.

Event description:
During a total knee arthroplasty, the tip of the reamer fractured. No additional information is known at this time.

Manufacturer narrative:
This follow ¿up report is being submitted to relay additional information. - visual inspection of the part confirmed that the tip of the reamer has fractured. Additionally there is a small spotting indicating corrosion/oxidation seen on the reamer teeth. -review of device history records found deviations during the manufacturing process. In the first DHR: one piece was scrapped due to a scratch, one piece was scrapped since the dimensional review found two dimensions out of tolerance, and two pieces were scrapped due to blasting coating. Additionally, ten pieces were written as self-inspection nonconformance, so they were reworked .seventeen pieces had a coating issue, and were accepted following material review board review. Six had a blasting issue, so were reworked . In the second and third DHR: the parts were separated from the first DHR to rework the non-conformances. Before the parts were sent to the coating vendor for reworking, the parts need to be cleaned and packaged. These processes were missed while the manufacture engineer filled the disposition sheet. Further review determined that the parts were inspected for the correct material and correct hardness. Additionally, there is also a certificate for the nitride coating confirming that it was coated to the correct specification. -review of the complaint history determined that no further action is required as no were trends identified. - field communication determined that the most likely cause of this fracture is due to user error. However review of the complaint determined that the surgical technique was used. Therefore, a root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.